Manufacturer narrative:
Evaluation completed. One white colored particle was returned in a small plastic specimen cup. The cup contains the particle and a triangular shaped swab with a blue handle. Microscopic examination of the particle found that it is white in appearance and is hard to the touch. It is approximately .60 microns in size. The lab analysis indicated that the particle was mainly comprised of polycarbonate with lesser concentrations of silicon, calcium, aluminum, chlorine, and sodium also detected. This is consistent with saline residue and mineral deposits. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in (B)(6) reported a plastic particle appeared during infusion into patient¿s eye. The surgeon removed the particle with surgical forceps. Hospital suspected the pack or a problem during sterilization as particle origin. No clinical consequences or additional medical interventions reported because of this event. No further information provided. Product is not available, but the particle is available for investigation.